Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the pain at the ins site was not determined. The patient met with a manufacturer representative and was ordered x-rays on (B)(6)2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having pain at the implant site that started on (B)(6) 2018. The patient stated that the pain was so bad that they had to take muscle relaxers and tylenol and use heating pads. The patient stated that the pain was unimaginable and was all at the ins site. The patient was advised to follow up with their healthcare provider (hcp). No further complications are anticipated.